Manufacturer narrative:
Oil mist, capital equipment, evaluated at customer site. The fse reported the following: diagnosed that the filler cap had a hole in it. The fse replaced the filler cap and performed a leakback test and an rf test. The fse also verified the temperatures and completed an empty chamber cycle. Reference mdrs: 2084725-2008-00801 and 2084725-2008-00803.

Event description:
The customer alleged that an oil mist and haze came from the unit. The customer stated that three employees experienced human reactions from the mist. The second of the three employees experienced a bad headache and being dizzy at the end of the day. The symptoms occurred when the units were running. The employee did not seek medical attention. His symptoms have resolved. The asp field service engineer (fse) went to the facility to assess the unit.